Manufacturer narrative:
The account replaced the control board to repair the bed. The specific failure is unk.

Event description:
The account alleged the knee section raised and lowered on its own without a pt in the bed.